Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: breach of sterile barrier seal: not observed, inner lid was not received and seals observed in inner and outer thermoforms are complete with no voids. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported during implantation surgery doctor noticed the sterile packaging was opened for an inspira smooth silicone gel filled breast implant. Patient contact with the device did not occur. Device not implanted. The surgery was completed with a back up. Device is not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: during implantation surgery physician noticed the sterile packaging was opened.

Event description:
Healthcare professional reported during implantation surgery doctor noticed the sterile packaging was opened for an inspira smooth silicone gel filled breast implant. Patient contact with the device did not occur. Device not implanted. The surgery was completed with a back up.